Event description:
It was reported that the physician was performing an angioplasty procedure using a nanocross balloon in the arteriovenous fistula of a patient. No embolic protection was used. The balloon was inflated using an unknown inflation device. During the procedure, the balloon disconnected from the catheter and broke. The broken piece of the balloon could not be retrieved. No intervention was performed - patient has elected to forego an additional surgery to retrieve the broken piece of the balloon, since there are no apparent patient consequences. Patient was discharged from the hospital in a stable condition. Patient was discharged from the hospital.

Manufacturer narrative:
Product analysis summary: the nanocross pta balloon dilatation catheter was received for evaluation. The catheter was received loaded on a 0.014¿ guidewire. Push and pull forces were applied to the guidewire: no advancement in either direction was made. Push and pull forces were applied proximal to the nanocross proximal hub: no advancement in either direction was made. The returned nanocross catheter exhibited tensile stretching, rotational stretching, and accordion folding. The separation was noted at the proximal balloon bond weld. The distal assembly of the dilatation catheter was not returned: 210mm balloon chamber, guidewire lumen, four radiopaque marker bands, and the catheter¿s distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.